Event description:
It was reported that the patient, who had an existing advance male sling system underwent an original artificial urinary sphincter (aus) implantation surgery due to an unspecified reason. The patient was implanted with an aus consisting of 4.0 cm cuff, pump, and balloon. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected model number.

Event description:
It was reported that the patient, who had an existing advance male sling system underwent an original artificial urinary sphincter (aus) implant surgery due to an unspecified reason. The patient was implanted with an aus consisting of 4.0 cm cuff, pump, and balloon. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.